Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir leak past both o-rings, fluid in reservoir compartment of the pump and the infusion set was leaking. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-431ag, and mmt-1884l. Troubleshooting was performed for reservoir leak and the customer was requested to return the reservoir for analysis. Troubleshooting was performed for infusion set leak, informed customer about product return policy. Troubleshooting was not performed for fluid in reservoir compartment. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-342 was requested and the customer response was the device will be returned. Mmt-431ag was requested and the customer response was the device will be returned. No product return was required for mmt-1884l.